Event description:
It was reported that a red alert was observed for a recorded high, out of range pacing impedance value on this right atrial (ra) lead from this system. Previously and after the out of range value, the impedance had been at normal values. There were also two episodes of atrial tachycardia response with over-sensed noise for the ra lead. A troubleshooting follow up for the lead has been planned. When the system was tested with hands over the patient head, the impedance was observed high, out of range. Normal measurements were observed when sitting with hands down. Atrial threshold was unable to be tested due to atrial fibrillation. Lv lead showed good capture threshold but when the patient experience premature ventricular contractions (pvcs) there is no activity on lv lead. Several months later the patient experienced an atrial fibrillation (af) episode with atrial tachy response (atr). The af occured during aproximately 26 hours. During this episode, atrial undersensing was observed. An ra and lv lead integrity issue was noted. This system remains in service but a future extraction procedure is planned. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that a red alert was observed for a recorded high, out of range pacing impedance value on this right atrial (ra) lead from this system. Previously and after the out of range value, the impedance had been at normal values. There were also two episodes of atrial tachycardia response with over-sensed noise for the ra lead. A troubleshooting follow up for the lead has been planned. When the system was tested with hands over the patient head, the impedance was observed high, out of range. Normal measurements were observed when sitting with hands down. Atrial threshold was unable to be tested due to atrial fibrillation. Lv lead showed good capture threshold but when the patient experience premature ventricular contractions (pvcs) there is no activity on lv lead. This system remains in service. No adverse patient effects were reported.